Manufacturer narrative:
Patient information is unknown. Unknown when the adjacent levels issues started. Additional product codes: mni, mnh, kwp, kwq. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a l4-l5 click'x removal procedure due to issues at adjacent levels (l3-l4). The patient was revised to a non-synthes product. There was no allegation of deficiency against our product. This is report 10 of 14 for (B)(4).